Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, during which the ilet displayed ¿calibration not used¿ and the user believed they could not announce meals, resulting in unannounced lunch and dinner and subsequent hyperglycemia. Symptoms included elevated blood glucose with a reported peak of 415 mg/dl and irritability. Outcomes included approximately five hours above range and later improvement to 264 mg/dl and trending down, with no medical intervention, no ketone testing, and no backup therapy used. Investigation included troubleshooting and education on meal announcements independent of sensor data and verification that there were no alerts or alarms on the device. Investigation of this case revealed user difficulty with cgm pairing and a missed meal announcement, which contributed to the hyperglycemia, while the ilet functioned and later displayed glucose once pairing succeeded. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm pairing and missed meal announcements.